Event description:
Information received by medtronic indicated that the motor for reservoir is stuck and not going up. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Software version 4.11d retainer = black customer returned the pump for alleged stuck motor (not moving forward) found on (B)(6) 2022. The pump seats immediately during the prime/fill process. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to prime/fill anomaly. The pump history and trace files were successfully downloaded using thus. The pump was cut open to perform a visual inspection. No evidence of physical damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), or the force sensor noted however, found dried insulin on the motor shaft and motor slide. Prime/fill anomaly is due to dried insulin on the motor shaft and motor slide. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, and pillowing keypad overlay. Prime/fill anomaly is confirmed due to dried insulin on the motor shaft and motor slide. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.